Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's mother reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer's mother stated that the insulin pump act button is starting to stick and is not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and could not confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.